Event description:
It was reported that patient presented to the emergency room due to intermittent diaphragmatic stimulation. Upon review, noise due to myopotential oversensing was observed on the left ventricular lead. Lead dislodgement was suspected but not confirmed. The lead was turned off; a reposition procedure was also discussed. It is unknown if the oversensing has ceased. It was reported that the patient had missed several clinic visits and not sending any transmissions remotely. No further information was provided.